Manufacturer narrative:
See h6 and h11. The complaint was opened for a report for a dynanail mini revision surgery that occurred to remove the implant due to the proximal interlock having backed out and a non-union of the medial column. The original surgery date is unknown, and the original physician of the surgery is also unknown. The sample was discarded at the facility so a complete evaluation and investigation could not be conducted. In a review of the dynanail mini risk matrix the potential failure mode of fixation screws backing out of bone is recorded and accounted for. The potential cause of the failure is documented as insufficient friction of screw threads to bone. Other potential causes of failure could be improper surgical technique or patient non-compliance. The hazard is ranked with a detection score of 1, severity of 3 and occurrence of 1. After a historical search from the time frame of 03/01/20204 to 03/01/2025, it was concluded that this was the first occurrence of this failure mode to this product family. This is an isolated case, and the first occurrence reported. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.

Event description:
Revision surgery - due to loosening.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.